Event description:
It was reported that a patient's left device went from 1.2v to 1.0v on (B)(6)-2013. It was stated that the patient experienced a loss of therapeutic effect. It was noted that on (B)(6)-2013 the patient's tremor got "mildly" worse. The tremor became even worse on the following day and it has been that way since. It was noted that the patient had "good" tremor control before that. It was stated that the patient had switched medications on (B)(6)-2013 which was the last day that the patient had a programming session with a company representative.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0ageh, implanted: 2013-(B)(6), product type lead, product ID 3389s-40, lot# va0ageh, implanted: 2013-(B)(6) product type lead, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).